Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Product location unknown

Event description:
It was reported that the patient had a left revision procedure eight months post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Event description:
Revision due to unknown reasons. New information received our nurses group has reviewed the legal document and medical records and have come to the conclusion that the event reported under this complaint was due to a left hip dislocation and not unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information received on 25 sept 2018.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 0001825034-2018-01844 and 0001825034-2018-01845.

Event description:
No further event information available at the time of this report.